Manufacturer narrative:
The delivery device was not returned. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon noticed upon inserting the lens into pt's eye that the haptic had bent during loading process; therefore, the lens was cut and removed by enlarging the incision and sutures were needed to close the incision. Add'l info received on (B)(6) 2011: according to the surgeon, either there was iol improper loading or the haptic was caught in the injector, which resulted in a bent haptic. Posterior capsule tear was noticed and a piece of nucleus fell through. Anterior vitrectomy was performed and a sulcus iol was implanted. The pt is described as having very hard nuclear cataract, and the current bcva is 20/400. Moreover, the pt has diabetic retinopathy and developed macular edema limiting visual acuity and she will receive laser treatment or intravitreal injections. Please reference MFR# 1119279-2011-00224 for the intraocular lens.